Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav and an irrigation issue occurred during use on the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 23-oct-2025. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. A video was provided by the customer for evaluation. According to the video, they tried to flush the catheter; however, it is not possible. Then, a visual analysis of the returned pentaray nav revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent into a "z" shape inside the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The root cause of the folded irrigation tubing is traced to the manufacturing process. The instruction for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav and an irrigation issue occurred during use on the patient. It was initially reported by the customer that during the operation the device was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported occlusion issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 27-sep-2025, additional information was received indicating the irrigation issue was noticed during the procedure, it was not noticed before use. The issue was suspected to be with the catheter as no water came out after flushing. There were no issues with flow rate change at the start of ablation. They used a hanging pressurized saltwater bag. The correct catheter settings were selected on the generator. The issue was discovered after completing the mapping and withdrawing from the patient, the operator confirmed whether there was irrigation when reintroducing, but found no irrigation. To troubleshoot they forcefully injected with a syringe. Based on the new information received, the event was reassessed as an MDR reportable malfunction since the irrigation issue occurred during use on the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).